Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The same date as onset, the patient was treated with intraperitoneal (ip) fortaz 1 gram daily for five days. Six days after onset, the patient was treated with ip ancef 1.5 gram daily, reported as ongoing. The cause of the peritonitis was a breach in aseptic technique further described as the patient pushed the ¿popped up¿ minicap sponge back with her port and continued to use it. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovering from this peritonitis event. On an unknown date the same month as onset, the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents for potentially associated lot number gd896951 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.